Event description:
The patient reported the port was replaced on (B)(4), 2012. The office/surgeon was given the information regarding return or the port. To date the device has not been returned.

Event description:
Patient had realize band placed in (B)(6) 2010. In (B)(6) 2011 she began to experience pain at the port site when eating. Her fill records show she has 9ml in band. She is currently only able to drink fluids and still has pain. Three months ago, she had a fill under fluoroscopy and when fluid was instilled it appeared to hit a kink and return to the port. She experienced pain at the that time. She is scheduled for a band and port revision (B)(6) 2012. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). The device was not returned. Device remains implanted.